Manufacturer narrative:
Continuation of d10: product ID {evolutfx-29}; product lot/serial number (B)(6); product type: {0195-heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed due to a bicuspid aortic valve. Subsequently the valve and delivery catheter system (dcs) were inserted into the patient and advanced to the annulus. Upon initial deployment of the valve, it was noted that the valve "would not stay in place". The valve was recaptured and withdrawn from the patient. An new, larger valve was successfully implanted in the patient. Per the physician, the patient's annulus was between valve sizes, and this contributed to the positioning difficulties. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 d4 h4 h6 additional codes section d information references the main component of the system. Other relevant device(s) are: product lot/serial number {(B)(6)}; use by date 2026-06-05; UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the deployment starting point was at the bottom of pigtail at in implant depth of 5 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). After the valve dislodged ventricular, the implant depth was greater than 14 millimeter (mm) on the ncc and lcc. A non-medtronic guidewire was used during the procedure.